Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it remains implanted. The investigation is in process.

Event description:
It has been reported that during a spinal derotation procedure, a pedicle screw fractured during derotation. The fractured portion of the screw remains in patient's bone. No adverse events have been reported as a result of the malfunction.